Event description:
It was reported that during an unk procedure staples were malformed at the first firing. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 06/19/2007. Info anticipated, but unavailable at this time.